Event description:
It was reported that the patient's lead or ins was disconnected; she was planning on going back into surgery most likely 2011 (B)(6). If additional information is received, a follow up report will be sent

Event description:
Additional information received noted that the ins was replaced (B)(6). Per this reporter, the hcp noticed the proximal connection at the header block was disconnected and the wire was frayed. The same lead was kept. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3093-33, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model #3037, lot # njd136906n.

Event description:
Additional information received noted that the cause of event was poor connection to ipg. Set screw did not hold the lead in place. Surgical intervention was performed; 2011-(B)(6) replaced ipg. Hospitalization required: no. Patient outcome: recovered without sequelae. Doing great.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v780820, implanted: (B)(6) 2011, product type: lead; product ID 3093-33, lot# v780820, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's previous implantable neurostimulator (ins) had to be replaced after 3 months because the "corkscrew" came out of the battery.